Event description:
Patient's father reporting pump issue. Spoke with father who stated freedom 60 pump broke at the end of the last infusion. Spring stopped working. Confirmed that patient did not miss any dose and completed the infusion on that day. Serial number -(B)(6). Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Was the patient able to successfully continue their infusion? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved.